Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the pocket site was too deep. The patient underwent a revision procedure wherein the ipg was replaced per physicians preference. The patient was doing well postoperatively.